Event description:
Customer was hospitalized due to diabetic ketoacidosis. Reservoir and infusion set were replaced. It was explained to the affiliate all possible infusion set, reservoir and site related issues. The passed this high pressure test and selftest.